Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. At the end of a routine hemodialysis treatment, a system alarm occurred. The alarm was not responded to prior to the extracorporeal blood circuit clotting. Treatment was discontinued and rinseback was not performed resulting in an estimated blood loss of 190cc. The patient's routine aranesp dose was increased. No other medical intervention was required.

Manufacturer narrative:
The reported blood loss was attributed to clotting of the extracorporeal blood circuit. Rinseback was not performed in a timely manner following an unrecoverable alarm as instructed in the user's guide. The user's guide also warns that the risk of clotting increases when the blood pump is stopped. The exact cause of the reported alarm is unknown. There were no similar problems reported subsequent to this event. Occasional alarms during dialysis are expected and should not result in a blood loss if device labeling is followed. Facility staff have been notified. Nxstage medical considers this report closed. No additional information will be provided.